Event description:
Additional information was received from a consumer. The infusion pump was being used to deliver morphine (concentration and dose unknown).

Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Product ID: neu _unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the patient had the same problems after a catheter replacement. The patient reported they had fluid buildup in the front of the pump and then fluid buildup in her back by her spinal cord that broke open her incision. After the catheter replacement, the patient developed an infection. It was then decided to remove the whole system in (B)(6) 2011. The drug information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2014-09312 for the event that was reported to have occurred prior to the patient's catheter replacement.